Event description:
The reporter indicated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens. The lens was removed during the same surgery due to the surgeon was nervous. There was no patient injury noted. A second lens was inserted but that lens was also removed - see MFR report # 2023826-2011-00659.

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
(B)(4): lens not returned.